Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer complained of a low erroneous result for 1 patient tested for potassium (k) on a cobas b 123 system. An arterial sample from the patient was tested on the b 123 system and the result was 3.05 mmol/l with a data flag. This result was reported outside of the laboratory where the doctor questioned it as it didn't correspond to the patient's clinical picture. Repeat testing was requested. The repeat result on an architect system from a sample tube collected at the same time as the sample for the original result was 4.2 mmol/l. No changes were made in the patient's treatment. There was no allegation that an adverse event occurred. The k electrode lot number and expiration date were not provided. The sensor cartridge was installed the morning of (B)(6) 2018. All qc results were in range.

Manufacturer narrative:
Based on the data provided, there is no indication of a malfunction with the b 123 system. No abnormalities were observed related to k electrodes or the sensor signals. The investigation is ongoing.

Manufacturer narrative:
The instrument was calibrated before and after the event. The sample was processed on (B)(6) 2018 at 03:28 on the cobas b 123.the second sample was collected on the same day at 04:00 and the measurement performed at 04:28. It is not known how this sample was stored until measurement. It was determined the sensor used for the alleged measurement was from lot 21573791, sn (B)(4). It was installed on (B)(6) 2018 at 13:46 and removed on (B)(6) 2018. A review of historical data on this sensor lot does not show any issue for that sensor lot. The fluid pack was changed on (B)(6) 2018 at dawn 06:15, lot 21477113. The investigation was unable to find a definitive root cause.